Event description:
It was reported that while preparing for a ureteral stone retrieval procedure, the sheath was detached from the handle. The target stones were in an unspecified ureteral location. While unpacking a f/g shf/s 4.5/4/90-0/20mm segura hemisphere stone retrieval basket, it was noticed that the outer sheath was detached from the basket handle. The procedure was completed with another of the same device. There were no patient complications reported. The patient was returned to the ward and was listed as "stable".

Manufacturer narrative:
Device analysis: the complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.